Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture on telemetery as there was no pacer spike followed by the qrs complex. The rv lead remains in use. No patient complications have been reported as a result of this event.